Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the software installation failed. Upon functional testing, fse found that the system crashed and freezes during installation of new software at various steps and found issue with memory, due to which software installation was failed and impossible. To resolve the reported issue, fse replaced the suite pc. After replacement of the suite pc and installation of software, the system was returned to use in good working order.

Event description:
It has been reported to philips that the azurion device had memory issues. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that suite pc was faulty. The suite pc has been replaced and the system was returned to use in good working order.